Manufacturer narrative:
Evaluation of the returned cat8 confirmed that the catheter was fractured. If the cat8 is over-rotated or torqued against resistance, damage such as a fracture may occur. Based on the reported complaint, the fracture likely occurred while subsequently torquing the cat8, with the aspirated clot. Further evaluation revealed ovalization in multiple locations along the catheter shaft. This damage was incidental to the reported complaint; however, this damage may have contributed to resistance prior to the cat8 fracturing during the procedure. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the tibioperoneal trunk (tpt) and distal popliteal artery using an indigo system aspiration catheter 8 (cat8) and a non-penumbra sheath. During the procedure, the physician completed two passes using the cat8. Subsequently, while torquing the cat8 after aspirating the clot, the physician noticed under fluoroscopy that the cat8 was not moving and had broken in half. Therefore, the cat8 was removed along with the sheath. The procedure was completed at this point. There was no report of an adverse effect to the patient.